Event description:
Rptr for facility states that pump was sent from or with a note asking to have bolus mode repaired. No incident reports, no pt injury has been reported. Propofol label with 60cc monoject syringe was in use. No add'l info is available.